Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(6); product type programmer, patient. (B)(6).

Event description:
Additional information received reported that the patient received assistance from the doctor or manufacturer representative and their concerns were resolved. It was noted that the patient had an appointment date 2014-(B)(6) additional information was requested but was not available at the date of this report.

Event description:
It was reported that the patient was in ¿so much pain¿ after the surgery they kept her in the hospital overnight. The patient stated that the manufacturer representative came in to provide instruction on using the stimulator but the patient was still under anesthesia. As a result, the manufacturer representative gave the instruction to the patient¿s family member. The patient states that they wanted to turn stimulation on to help the pain but they did not know how. It was noted that the patient had a ¿bag full of equipment¿ that they did not know how to use. The patient was not able to find the number of the manufacturer representative that assisted during the permanent implant. The patient stated that they texted the manufacturer representative who assisted with the trial and was told not to be concerned and they should worry about it the day after surgery. The patient stated that they were told that they could use the pain stimulation the first day but was ¿in tears¿ from the pain. The patient noted that they figured out how to use the equipment by reading 50 pages of the manual. The patient stated that they should not have to figure this out by themselves. Additional information was requested but was not available at the date of this report.